Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number: 1627487-2023-04765. It was reported that the patient was experiencing ineffective therapy. Further investigation revealed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2023 where the leads were replaced to address the issue.